Manufacturer narrative:
Updating type of investigation (b) to only include: 4112, 4109, 4110, 4115, 3331, and 4111.

Manufacturer narrative:
This medwatch supplemental report is being submitted due to a retrospective review of egs complaints [(B)(4)] by merit medical's systems inc, [(B)(4)] pms team for any identified complaint discrepancies requiring corrections/additional information per 21 cfr 803. Merit medical systems inc. (B)(6). Corrections to egs medwatch report: b.2 - updated to include [x] life-threatening. B.7 history updated to include. Hiatal hernia. Gerd. Mediastinal abscess infection. D6a - implant date - added. G.2 added [x] user facility. Updated e code to include 1735. Updated f code to include 4617 and 4649. Updated g code to include 788. Updated b code to include 4114. Replaced c code 3221. Replaced d code 67. H.8 updated to reflect [x] initial use.

Manufacturer narrative:
The physician is not alleging the esophyx device malfunctioned thus contributing to or causing the reported esophageal leak, lower esophageal perforation, or mediastinal abscess and the device was not returned to endogastric solutions (egs) for evaluation. The device was discarded at the medical facility by the hospital staff and is unavailable for return to egs. The physician is alleging the tif procedure may have contributed to or caused the esophageal leak, lower esophageal perforation, and/or mediastinal abscess. Based on the available information received by egs, the cause of the reported incident could not be conclusively determined. It cannot be conclusively determined if the hhr procedure, pre-tif egd, esophageal dilation by multiple bougies, tif procedure, post-tif egd or a combination of events, contributed to or caused to the adverse event.

Event description:
A patient underwent a hiatal hernia repair (hhr) procedure followed by a transoral incisionless fundoplication (tif) procedure. Multiple bougies were used prior to the insertion of the esophyx device. On insertion of the esophyx device, blood was observed entering the stomach area from an unknown location, and the physician elected to proceed with the tif procedure. During the post-tif egd, the physician noted a perforation above the gastroesophageal junction (gej) which was not bleeding and did not perform any medical intervention. The patient was admitted overnight out of an abundance of caution. One day post-tif procedure, an oral contrast CT scan was completed, and the patient was diagnosed with an esophageal leak and lower esophageal perforation. A drain was placed, two fasteners were seen sticking out of the stomach, and the patient was diagnosed with a mediastinal abscess. The patient was discharged post-operative day 12 and is continuing to improve as of 31 (B)(6) 2023.